Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criterion intervention required), headache ("headaches"), lupus-like syndrome ("symptoms similar to lupus"), feeling abnormal ("brain fog"), electric shock sensation ("shokwaves trhough body"), paraesthesia ("tingling/numbness in hands and body") and hypoaesthesia ("tingling/numbness in hands and body"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2021. At the time of the report, the back pain, headache, lupus-like syndrome, feeling abnormal, electric shock sensation, paraesthesia and hypoaesthesia outcome was unknown. The reporter considered back pain, electric shock sensation, feeling abnormal, headache, hypoaesthesia, lupus-like syndrome and paraesthesia to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in a 43-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criterion intervention required), headache ("headaches"), lupus-like syndrome ("symptoms similar to lupus"), feeling abnormal ("brain fog"), electric shock sensation ("shokwaves trhough body"), paraesthesia ("tingling/numbness in hands and body") and hypoaesthesia ("tingling/numbness in hands and body"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2021. At the time of the report, the back pain, headache, lupus-like syndrome, feeling abnormal, electric shock sensation, paraesthesia and hypoaesthesia outcome was unknown. The reporter considered back pain, electric shock sensation, feeling abnormal, headache, hypoaesthesia, lupus-like syndrome and paraesthesia to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 4-may-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of back pain ("back pain") in a 43 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of multiparous, chronic cervicitis, adenomyosis, numbness of upper extremities, tingling, foggy feeling in head, lupus-like syndrome, back pain and headache. In (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced back pain (seriousness criteria medically important and intervention required), headache ("headaches"), lupus-like syndrome ("symptoms similar to lupus"), feeling abnormal ("brain fog"), electric shock sensation ("shockwaves through body"), paraesthesia ("tingling/numbness in hands and body") and hypoaesthesia ("tingling/numbness in hands and body"). The patient was treated with surgery (hysteroscopy with essure tubal ligation). At the time of the report, the outcomes for these events were unknown. The reporter considered back pain, electric shock sensation, feeling abnormal, headache, hypoaesthesia, lupus-like syndrome and paraesthesia to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2021: microscopic examination and diagnosis: uterus, cervix, and bilateral tubes: adenomyosis; secretory endometrium; uterine serosal adhesions; bilateral fallopian tubes with paratubal cysts; chronic cervicitis. Gross description: the left fallopian tube is fimbriated, previously ligated, and measures 5.2 x 0.3cm. There is a metallic spring noted within the left fallopian tube. There is a metallic spring identified adjacent to the right fallopian tube just beneath the serosa. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 09-nov-2022: medical records received - reporter's information was updated and new reporters were added. Furthermore, medical history was added and pathology report was provided. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.